Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient is implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Review of the remote home monitoring system data found intermittent high out of range pacing impedance measurements of greater than 3000 ohms. It was noted that the other manufacturer's rv lead had been implanted approximately 15 years earlier and the ICD implanted almost five years ago. The patient was brought in for testing and no noise was able to be produced with multiple arm provocations and header manipulations. All impedance measurements were stable during testing. Technical services (ts) was consulted and discussed additional troubleshooting options to determine root cause. The clinic is suspecting micro lead movement within the terminal ring due to in-office testing results. The ICD and rv lead remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient is implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Review of the remote home monitoring system data found intermittent high out of range pacing impedance measurements of greater than 3000 ohms. It was noted that the other manufacturer's rv lead had been implanted approximately 15 years earlier and the ICD implanted almost five years ago. The patient was brought in for testing and no noise was able to be produced with multiple arm provocations and header manipulations. All impedance measurements were stable during testing. Technical services (ts) was consulted and discussed additional troubleshooting options to determine root cause. The clinic is suspecting micro lead movement within the terminal ring due to in-office testing results. The ICD and rv lead remain in service and no adverse effects were reported.